Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (lad) artery with heavy calcification. The 3.0 x 23 mm xience prime stent delivery system (sds) was advanced to the lesion and inflated to 8 atmospheres (atm); however, the balloon ruptured. During removal of the sds, the stent dislodged and migrated to the distal lad. A balloon catheter was advanced to dilate the stent in the distal lad. A new xience prime stent was then used to treat the target lesion and the patient had a good outcome. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged/dislocated stent was able to be confirmed. The reported material rupture was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for material rupture or dislodged/ dislocated stent from this lot. Based on the reviewed information, no product deficiency was identified.